Manufacturer narrative:
Supplemental created as the investigation results were received and an update to the manufacturing date was found. Please refer to previously provided summary investigation under MFR # 0002023141 -2021- 02388 sections updated: b4: date of this report g3: date pce was approved g6: type of report and follow up number h2: follow up type h3: device evaluated by manufacturer h6: additional adverse event problem codes added h10: manufacturer's narrative sections corrected: h4: device manufacturing date.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient's weight not provided. Reporter's name not provided. Additional 510(k) numbers are k011028 and k013227. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant was removed due to peri-implantitis. Patient will return for a new implant.